Event description:
Customer complained about having blood glucose levels for the past two or three weeks. Customer reported having a seizure and being assisted by the paramedics due to low blood glucose but he was not hospitalized as he stabilized. No malfunction detected during troubleshoot. Current blood glucose is 215mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge